Event description:
It was reported to the manufacturer by the end user, per the end user facility associate responded to bed alarm, found resident on side of bed on knees with bed in lowest position. Head of bed was at 45 degree angle. Resident's right arm was stuck inside upper quadrant closest to head rail on side facing the mattress. There were mats/padding wrapped around rail but this was moved up and out of the way and right arm was underneath. Residents left arm was on opposite side almost hugging rail but free. There was blood noticed by facility associate in upper quadrant, as arm was freed it was noticed that there was a significant amount of skin removed. The arm was treated and dressed and sent to ER. Report came back as degloving of right hand with hematoma. Complaint #(B)(4) and ra #(B)(4) were entered into our system to have the bed, bed panel and assist rails returned to joerns for investigation. As of this writing, the bed, bed panel and assist rails have not been returned.